Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the device was returned on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The pediatric receiver device (mt22430-blu/(B)(4)), used with the complaint sensor device, was returned on (B)(4) 2015. The returned complaint pediatric receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A reviews of the downloaded receiver log and diagnostic chart found inaccuracies. The reported event of inaccurate blood glucose values were confirmed. A definitive root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient inserted sensor into shoulder against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.